Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the ippc was not powering on during initial boot up of system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened, and procedure got delayed and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed ippc was not powering on during boot up of the system. After reviewing log file, fse found errors with image disk drives and ippc. The failure analysis revealed that the identified component was the unable to save image was sata cable and there is disk read error. To resolve the issue, fse replaced the ippc and hard drive and installed the software. Fse downloaded the board software to the ippc for the os and application and recreated image storage in the image database. After replacing the ippc and hard drive, system was returned to use in good working order. The codes were updated based on the investigation outcome.